Event description:
It was reported that the purewick caused multiple uti's and irritation from wick. Purewick has not been utilized in over a month. Doris further states that she would contact purewick should she determine to utilize device in the future. Customer survey not indicated. Follow up not indicated. Unclear if medical intervention was provided. It's unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided. No medical intervention was reported. Per follow up information received via phone on 29sep2025, it was reported no currently using because of uti and will be trying again once all cleared up.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick caused multiple uti's and irritation from wick. Purewick has not been utilized in over a month. Doris further states that she would contact purewick should she determine to utilize device in the future. Customer survey not indicated. Follow up not indicated. Unclear if medical intervention was provided. It's unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.